Manufacturer narrative:
Per (B)(4) final report: additional information, including post primary and pre revision x-rays, operative notes, pre-operative planning documents and patient details were requested in order to progress with this investigation, however, not all information could be provided and thus the investigation of this event was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. It was found that all finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. It was identified that the planned and achieved cup position differed by 17° and thus it has been concluded that the most likely cause of the dislocation was low anteversion of the cup. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the cup, ecima liner and biolox delta ceramic head after 1 month due to dislocation.

Manufacturer narrative:
Per -1965 initial report: additional information, including post primary and pre revision x-rays, operative notes, pre-operative planning documents and patient details have been requested in order to progress with this investigation. A post primary x-ray and pre-operative plans have been provided and will be reviewed. Details of this review will be provided in a supplemental report upon completion of the investigation. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the cup, liner and head after 1 month due to dislocation.